Event description:
The device was used during a laparoscopic burch. Reportedly, the balloon ruptured and disengaged into the patient's cavity. The surgeon was able to retrieve the pieces and complete the procedure without any patient injury.